Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray generator was given an error, preventing fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.